Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported right side rupture ]. Device was replaced with a non-allergan device.

Event description:
Physician reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ crease fold observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.